Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump.additional text: outflow graft only: kinked.specific component(s) involved: outflow graft malfunction/malposition.additional text: kink in outflow graft.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of outflow graft.other intervention:implant device type: lvad.